Manufacturer narrative:
Findings: no button response due to corroded keypad traces. Unable to test for battery out limit alarms due to no button response. Unit had missing endcap sticker.

Event description:
A customer's parent reported via phone call indicating that the customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 484 mg/dl at the time of the call. The customer treated their blood glucose with insulin shots. The caller stated that the buttons do not respond after trying to clear a battery out limit alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.